Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he experienced a recent series of very low blood glucose levels. The patient reported calling 911 and being treated with a glucose IV. Dexcom technical support attempted to contact the patient to gather more information about the event but the patient was not responsive.